Event description:
It was reported that a er220 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the first clip scissosred and cut the vessel. The second clip spit (ejected) into the patient. Due to the bleeding (800cc), from the vessel, the case was converted to an open procedure to stop the bleeding and retrieve the clip.